Manufacturer narrative:
Product was rec'd at ameda, inc and evaluated for low suction. The allegation was not confirmed and no evidence of malfunction was observed. Product met ameda specs for cycle rate and all vacuum measurements.

Event description:
As part of ameda, inc.'s quality mgmt system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc on (B)(6) 2013 to report low suction while using purely yours breast pump. Customer reports lower milk output and has experienced recurrent bouts of clogged milk ducts. Customer states she has a history of an oversupply of breast milk. Customer alleges the pump is ineffective and the reason she had clogged ducts followed by mastitis which she sought treatment for.